Manufacturer narrative:
The electromechanical relay is a component on the pcb that can be subject to "wear", as it is affected by usage, environment, loading of the stairlift, rolling resistance on the track and any abuse (hitting objects or stalling). The "f1" on the display is a fault code generated when the contacts inside the relay have fused or have not 'released' as quickly as the pcb controller expects. This can be a delayed sticking where it clears without an issue or a light fusing, which an impact to the relay may release the contacts. If this occurs, it can be seen as an intermittent fault. Testing is subjective as the pcb is not experiencing the same conditions as on site, i.e. Same rail, carriage , loading, etc. The relay is a standard component for switching voltage to run the carriage and is typically used in automotive and consumer products.

Event description:
On 5/31/2021, the user's husband requested service for the stairlift going from the first floor of his house to the second. The stairlift was not working and showing an f1 code (relay fault). Acorn scheduled a service appointment for (B)(6) 2021. The user fell the morning of (B)(6) 2021 before the service technician arrived.